Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance and the instrument did not fire properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.